Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium had a "leaky valve." The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium may have been prepared incorrectly by the hospital staff. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was replaced and the procedure continued successfully. The device evaluation was completed on 02-sep-2021. The product was returned to biosense webster for evaluation. Bwi then conducted a visual inspection of the returned device in the vizigo sheath. Visual analysis of the returned sample revealed that the hemostatic valve was found dislodged inside of the hub of the vizigo sheath. Microscopic examination in the hemostatic valve surface and showed evidence of stress marks on the outer diameter. In other hand, the brim cap and the silicone ring were placed in the correct position and found in good conditions. A device history record was performed and no internal actions related to the reported complaint were identified. It should be noted that product failure is multifactorial. Based on the information currently available, microscopic examination of the returned product indicates that hemostatic valve was found dislodged into the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve, the stress marks and physical damage observed which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur." As part of quality process all devices are manufactured, inspected, and released to approved specifications. Due the conditions observed in the hemostatic valve, an internal corrective action has been opened to investigate this failure mode. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 21-aug-2021. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium had a "leaky valve." The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium may have been prepared incorrectly by the hospital staff. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was replaced and the procedure continued successfully. Additional information was received. Nothing appeared broken, but valve was leaking. The hemostasis valve (gasket) did not break into two or more separate pieces. The hemostatic valve/brim cap/hub did not become detached from the sheath. It was inserted in the groin and that is when it was noticed that the valve was leaking as there was blood coming out of the valve. The reporter is not sure if air entered the patient¿s body. No percutaneous or surgical removal was required. The patient¿s hemodynamics were not compromised due to bleeding. The approximate volume of blood that was lost was unknown. They switched out the sheath and used another vizigo. The event was assessed as a MDR reportable hemostatic valve separation issue.